Event description:
According to the reporter, during a procedure, the device obturator/trocar broke. Also found the sleeve was broken during the insertion of the dilator. The surgeon used a new device to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the sleeve of the port was broken. The obturator was received inserted into the cannula; prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken sleeve on the port may occur when mishandled during clinical application. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.